Manufacturer narrative:
Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the active electrode was found partially outside of cochlea, as confirmed by diagnostic images. The investigation results appear to match the problems mentioned in the patient report. This is a final report.

Event description:
The patient had insufficient benefit from the device. CT scan taken after reported lack of benefit showed 4 electrode contacts inside the cochlea. In situ measurements taken (B)(6) 2016 show elevated impedances, but still within normal limits. Per internal registration information, a full insertion of the concerned device at initial implantation was achieved. A postoperative scan after initial implantation was not conducted. The patient underwent surgery to re-insert the electrode. In this surgery the electrode was damaged and so the patient was re-implanted with a new device.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient had insufficient benefit from the device. The patient underwent surgery to re-insert the electrode. In this surgery, the electrode was damaged, and so the patient was re-implanted with a back-up device.